Event description:
On (B)(6) 2012, it was reported that the display on the pt's infusion device went completely blank two months ago without giving any alarm or alert. The pt tried putting new batteries in the infusion device, but the display remained completely blank. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.